Event description:
It was reported that during a breast biopsy for calcifications, after taking two samples, the pt had excess bleeding. The physician continued using the vacuum and extracting blood. They then noticed that a large amount of blood was taken. The physician decided to stop the case with the samples taken. The pt became hypotensive twice while in the department and almost fainted. She was pale and diaphoretic. The calcifications were in the samples retrieved. The physician deployed a tissue marker and sent the pt to the ER. In the ER, they did an EKG and took vitals. She was stable and discharged after an hr. There was no intervention done. One day after, the pt was doing well and had no complaints.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance's. Complaint info is trended on a regular basis to determine if further investigation is warranted.